Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was removed naturally during surgery while in place.

Event description:
It was reported that the foley catheter was removed naturally during surgery while in place.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all silicone foley catheter with sample port connector and syringe. Verified material number 2758j12 and manufacturing lot number ngjw0148. Visual inspection noted that the balloon had ruptured. Balloon had no missing pieces. This is out of specification per inspection procedure, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.